Event description:
Olympus medical systems corp (omsc) was informed that, during a total hysterectomy, the subject device was used. At the end of the procedure, during the vaginectomy, probe damage error occurred. When the user cleaned the tip of the device outside of the patient, the probe of it broke off. The procedure was completed with different devices, including a hook type electrode. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation confirmed that the probe broke at 14.5mm from the distal end. Both the probe near the broken point and the grasping section had contact marks with each other. The shape of the fracture surface showed that the cracks developed from the contact marks as the starting point. And there was a coarse part on the fracture surface which showed that it fractured by physical stress. In addition, the ptfe pad was worn and partially separated at the proximal end of the grasping section. The manufacturing history was reviewed, with no irregularities noted. Considering the evaluation result of the device, omsc concluded that the probe with cracks was broken by physical stress applied on it, when the user cleaned the tip of the device. And probe damage error occurred due to the cracks. The cracks were developed from the contact marks on the probe by output during the procedure. The contact marks were made since the ptfe pad was worn, which caused contacting between the probe and the non-insulated area of grasping section. The ptfe pad was worn and partially separated due to activating output of the device by the user without grasping anything (including after the tissue separated) while the grasping section is closed. The instruction manual of the subject device already warns: (1) do not activate output while grasping thick, harder tissue, such as the uterine cervix, with the distal part of the probe tip and the grasping section. Otherwise, the grasping surface (white ptfe pad surface) may be worn out partially. Continued use under this condition may result in exposure of the metal area of the grasping section and a scratch on the probe tip. This could lead the probe tip to breaking and falling off into the body cavity during the output: (2) do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the ptfe pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. Based upon the finding of the evaluation, this report appears to be related to user handling.